Event description:
It was reported that the device failed the 3 am self-test and there were several event codes logged in the memory. Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly to repair the device. Further analysis of the removed therapy pcb assembly at the failure analysis center found a malfunction that prevented defibrillation therapy delivery. While charging defibrillation energy, the device would slowly charge and lose power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb assembly determined the cause for the malfunction to be a temperature sensitive defective ic chip, designator u24.